Event description:
It was reported that the patient was experiencing angina on exertion and was referred for an angiogram. Subsequently the patient underwent a procedure to treat a lesion in the mildly tortuous, mildly calcified, mid right coronary artery. A 2.75x15 nc trek rx dilatation catheter was inserted into the guide catheter and bubbles were observed in the indeflator. The catheter was withdrawn from the anatomy, a kink was noted, and the catheter separated although there was no noted resistance during insertion or withdrawal of the catheter. The same indeflator was used with a new nc trek to complete post dilatation. The procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported separation was not confirmed; however, the leak was confirmed due to a tear/hole in the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.